Event description:
An nc sprinter rapid exchange (rx) balloon dilatation catheter length 6mm, diameter 2.5mm was used to treat a severely calcified lesion in a patient's rca. The physician was attempting to post-dilate an endeavor sprint rx stent within a previously deployed stent to treat instent restenosis. Despite numerous post-dilations a tight, focal narrowing remained. The physician attempted to expand the narrowing using a durastar balloon but was unsuccessful. It was reported that an nc sprinter was then delivered to the target site and inflated to 35 atmospheres resulting in a balloon burst. During withdrawal of the nc sprinter, the physician encountered resistance as the balloon material was caught on the distal segments of a newly deployed proximal stent. The physician applied force to remove the device and on removal, found the balloon material had detached. It was noticed under fluoroscopy that as a result there was a mass of metal and balloon material in the vessel (reference MFR reports 2953200-2010-00605, 2953200-2010-00606). The physician passed through with a rotoblade, pre-dilated with a number of balloons and 2 endeavor stents were successfully implanted. Patient was reported to be fine post procedure and no clinical sequelae have been reported. The device was returned to medtronic for evaluation. On review of the returned device, the distal tip was damaged and stretched. There was approximately 2mm of balloon material attached to the proximal balloon bond, the remaining balloon material had detached. The balloon material was torn in a radial pattern at the detachment site. No further damage was noted.

Manufacturer narrative:
(B) (4). Results/conclusion: (severely calcified lesion), (over inflation of balloon by 17 atmospheres, (previously deployed stent).